Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a small foreign body noted under the flap of the left eye one day following lasik treatment. The surgeon lifted and irrigated it out and the interface was clear.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. A technical root cause of the laser system could be excluded. The possible root cause could be hygiene of air in the surgery room and hygiene of all instruments for the surgery. The manufacturer internal reference number is: (B)(4).